Manufacturer narrative:
.

Event description:
Per alex, chair came in for standard service and the end user mentioned that the right arm was loose, after looking the flip back bracket was broke and a chip was missing from the socket.